Manufacturer narrative:
H6: 4756 (appropriate term/code not available): nebulizer the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 10 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that the patient called for assistance, extremely sob and wheezing. She asked for a mask treatment, which is administered via nebulizer. Writer attempted to administer requested medication but was unable to do so. Writer checked nebulizer components and ensured that diffuser was locked properly in place then reattempted to administer the medication. Writer unable to get flow meter above 4l. Flow meter changed out with no positive result. Entire nebulizer system changed out and plugged into o2 tank. Administration successful! Flow meters tested post administration. Testing confirmed that nebulizer set (1st used) malfunctioned and change out was necessary. Pcm and attending notified of event. Malfunctioning equipment sent down to purchasing with product complaint form.

Event description:
It was reported that the patient called for assistance, extremely sob and wheezing. She asked for a mask treatment, which is administered via nebulizer. Writer attempted to administer requested medication but was unable to do so. Writer checked nebulizer components and ensured that diffuser was locked properly in place then reattempted to administer the medication. Writer unable to get flow meter above 4l. Flow meter changed out with no positive result. Entire nebulizer system changed out and plugged into o2 tank. Administration successful! Flow meters tested post administration. Testing confirmed that nebulizer set (1st used) malfunctioned and change out was necessary. Pcm and attending notified of event. Malfunctioning equipment sent down to purchasing with product complaint form.

Manufacturer narrative:
H6: 4756 (appropriate term/code not available): nebulizer the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 10 dec 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of " patient called for assistance, extremely sob and wheezing. She asked for a mask treatment, which is administered via nebulizer. Writer attempted to administer requested medication but was unable to do so. Writer checked nebulizer components and ensured that diffuser was locked properly in place then reattempted to administer the medication. Writer unable to get flow meter above 4l. Flow meter changed out with no positive result." Regarding part 002438 was confirmed. The root cause was determined as "not confirmed". There have been 1 other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.